Event description:
A report was received that the patient was explanted due to suspected infection at the pocket site. The patient's symptoms were redness, sensitivity and pain. The patient was administered augmentin oral antibiotics and is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. The ipg exhibited normal device characteristics. Device evaluation indicated that damage to the leads was a result of a typical explant procedure and it is not considered a failure. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was explanted due to suspected infection at the pocket site. The patient's symptoms were redness, sensitivity and pain. The patient was administered augmentin oral antibiotics and is reportedly doing well.